Event description:
It was reported that during a labral repair procedure using the speedlock implant with inserter handle and the speedstitch suture cartridge, while attempting to remove the inserter handle from the implant the handle fell apart. A piece of metal allegedly fell off the handle into the patient. The metal piece was retrieved; however while attempting to remove the handle from the implant the handle came apart. All debris was removed from the surgical site, but the implant itself was abandoned in the patient. The surgeon drilled a new bone hole and opened a new implant to complete the procedure. There were no significant delays or patient complications reported as a result of this event.